Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive kit was selected for use. The patient anatomy was very challenging. When the physician was crossing a very narrow window of the septum, the versacross rf wire crossed into the left atrium. Then, using an intracardiac echocardiography (ice) visualization, it was found that the wire was pushed around the space in between the atria and the aortic root. An effusion was noted. Heparin was stopped, protamine was given. The cardiothoracic surgeons were called in and a pericardiocentesis was performed. The patient was transferred to intensive care unit for a minimum of two days follow up. The device is not expected to be returned for analysis (disposed). No oblation was performed. The wire was visualized in 2d on ice in the plane of the aorta but a perforation at an exact location could not be confirmed. Prior to the procedure 1cm of pe was noted as a baseline which grew to 3/4 cm after the transeptal puncture was performed. Tenting on the septum was observed in an anterior mid stick location ideal for farapulse. The confirmed perforation was located on the septum. The rf was pressed 3 times in order to cross the septum since wire was not advancing first 2 times (used ice to confirm). No malfunctions or contributions from any of the versacross device were reported.